Manufacturer narrative:
(B)(4). The device was returned for evaluation. During visual inspection no defects were observed. The reported condition was not confirmed. A batch review will be performed.  If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.

Event description:
It was reported that the administration port of an intravia empty container could not be disconnected from a non-baxter administration set. This occurred during patient infusion with fentanyl and bupivacaine. The reporter stated that this ¿resulted in the clinician tearing the administration port from the bag.¿ there was no patient injury or medical intervention associated with this event. Additional information was requested and is not available.